Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range (oor) shock impedance measurements with a gradual increase, above 127 ohms. Technical services (ts) recommended reprogramming options and consideration of lead replacement; at this time, ts advises continued monitoring. No adverse patient effects were reported. This lead remains in service.